Manufacturer narrative:
Csz medical technical support received a complaint stating the hemotherm membrane was not working. The user facility had a backup device and there was no delay in surgery. Csz 3rd party technician emsar arrived at the user facility and replaced the membrane on the device to resolve the issue. The replaced membrane was returned to csz for inspection and no problem was found. Investigation is ongoing.

Event description:
Cincinnati sub-zero medical technical support received a complaint stating the hemotherm membrane was not working. The user facility had a backup device and there was no delay in surgery. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).